Event description:
Clinical study: same case as MDR 6000093-2005-01314. It was reported that 180 days after a coronary artery drug eluting stenting treatment procedure the pt expired. The pt was enrolled in the arrive 2 program on the date of the index procedure. Target lesion 1 (10 mm long) was identified in om2 with 80% stenosis and a 2.7 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 2.5 x 16mm taxus stent residual stenosis was 0%. Target lesion 2 (10 mm long) was identified in the proximal cx with 70% stenosis and a 3.2 mm reference vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of a 3.0 x 12mm taxus stent. Residual stenosis was 0%. There were no reported complications and the pt was discharged three days post index procedure on asa and plavix. The site has reported that the pt's obituary appeared in the local newspaper. It stated that the pt had died 180 days post index procedure. No other information is currently available as to the cause of death. In the opinion of the physician there was an unknown relationship between the target vessels and the death.